Event description:
Threads on the tip of the inserter are damaged.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event of the impactor having damaged threads. The overall condition of the device suggests heavy usage. A complaint database search identified similar reports which were attributed to product wear out and or misuse. The root cause is attributed to product wear out based on the overall condition. Based on the root cause, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed investigation will be re-opened if necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.